Event description:
Rptr noted error code at beginning of case; no irrigation when foot pedal was activated. Changed systems to complete case. No injury occurred. Follow-up info indicated procedure was delayed about one hour.